Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that his monitor was malfunctioning. The monitor was making a loud screeching sound and would not operate properly. The patient was provided with a replacement monitor.

Event description:
Customer states the use by date on the comfort curve test strip vial label is 04/30/2010; manufacturer's batch record confirmed the actual use by date to be 05/31/2009. No adverse event reported. Requested return of product, replacement sent.